Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2024, and the leads were explanted and replaced. Ipg was upgraded electively and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
B3 - date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead model: 3186, UDI:(B)(4), serial:(B)(6), batch: a00010309.

Manufacturer narrative:
Correction section d6b. The explant date should have been listed as (B)(6) 2024 in the initial report rather than (B)(6) 2024. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.